Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was within range (value not provided). Pump system check with the customer found the touchscreen was working properly. Customer continued pump therapy.